Event description:
The physician was performing a polypectomy using a disposable snare. The polyp was snared and diathermy was applied; however, during retraction of the snare the polyp was not visible. It was reported that the polyp was snared and diathermy applied; however, the tip of the snare loop detached into the pt. The snare loop was immediately retrieved with biopsy forceps. The pt is in stable condition and no further complications occurred.